Event description:
Procedure:   right radial artery access. The puncture site was infiltrated with 1% lidocaine. The vessel was accessed using the micropuncture-assisted modified seldinger technique, a wire was threaded into the vessel, and a 6 fr sheath was advanced over the wire into the vessel. Patient has accessory radial artery. Severe vasospasm was encountered advancing a wire into the axillary artery requiring several doses of intra-arterial nitroglycerin. Eventually, the regular radial sheath was exchanged for 48 cm raabe sheath to facilitate continuation of coronary intervention.   Right coronary artery angiography. A 4 catheter was advanced to the aorta and positioned in the vessel ostium under fluoroscopic guidance. Angiography was performed in multiple projections using hand-injection of contrast.   Left coronary artery angiography. A 3.5 catheter was advanced to the aorta and positioned in the vessel ostium under fluoroscopic guidance. Angiography was performed in multiple projections using hand-injection of contrast.   Left heart catheterization. A 4 catheter was advanced across the aortic valve and left ventricular pressures were recorded.   There was severe difficulty in removing the hydrophilic sheath at the end of the procedure. High doses of sedation were administered, including with additional monitoring by anesthesia. Lidocaine and nitroglycerine were infiltrated along the entire length of the anomalous radial artery using ultrasound guidance. Despite the above, there was severe residual vasospasm - after consultation with vascular surgery, the sheath was withdrawn under deep sedation. There appeared to be some injury with contrast extravasation from the proximal end of the radial artery but with no evidence of neurovascular compromise of the right hand. The arm was bandaged and the patient kept under neurovascular observation. Hemostasis with a compression device. An ultrasound was done the next day to assess the radial artery and to ascertain if there was damage to the vessel. It was discovered that a piece of the sheath approximately 3 inches long had broken off during the attempted removal. This retained piece was removed by vascular surgery 3 days later.